Manufacturer narrative:
(B)(4): physio-control provided technical assistance to the customer, recommended replacement of the power conversion pcb assembly, and provided the necessary part number for the pcb assembly. The device will not be returned to physio-control for evaluation.

Event description:
It was reported that the device would give a fault message on the screen when trying to charge for defibrillation therapy. When the message appeared, the device would not charge for defibrillation therapy. There was no pt use associated with the reported failure.